Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a perforation in the right coronary artery. The patient presented with angina. A 3x38mm non-abbott stent was deployed but failed to seal the perforation. After unspecified balloon dilatation, a 3.5x19mm graftmaster covered stent was deployed overlapping the previous stent but also failed to seal the perforation. A 3.5x16mm graftmaster covered stent was deployed overlapping the previous stents but failed to seal the perforation again. The perforation was sealed after unspecified balloon dilatation. There were no reported adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.